Event description:
It was reported that the patient had 4 implant replacements since 2006. A relative said he had been told the device would last five years. Caller was informed that usage was based on how the device was used.

Manufacturer narrative:
(B)(4).